Event description:
It was reported that during set-up/priming of the device for a cardiopulmonary bypass procedure, the cooler heater unit's ice block was too large. The block was so big that water could not circulate through the system and they could not automatically defrost the block. As a result, an alternative device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the patient.

Manufacturer narrative:
Per the customer, there were no leaks, lights or any heating/cooling problems with the unit.